Event description:
It was reported that an alert was triggered due to an increase in pacing thresholds and a decrease in pace impedance and sensing measurements with this right ventricular (rv) lead. A repositioning was booked and prior to the procedure loss of capture was seen. A lack of slack with this lead was the suspected cause of the micro dislodgement which was confirmed via x-ray. A reposition of the rv lead was completed successfully with lead parameters being stable. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.